Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup insulin therapy. Tandem technical support confirmed the shipping address and instructed the customer on how to put the pump into storage mode before returning it with a pre-paid label. A replacement pump was arranged to be shipped to the customer.